Event description:
It was reported that during a pump refill the physician filled the pump and a couple hours later realized that morphine had accidentally been added to the medication cocktail. Previously the patient had only dilaudid and bupivacaine in the pump. A pump contents emptying procedure was performed. The pump was refilled with patient's original medication. The physician reprogrammed the pump and reduced the flow rate to account for the additional opioid in the pump. There were no patient symptoms or injuries related to the event. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8 590-9, lot# n183041, implanted: (B)(6) 2009. Product type: accessory: product ID 8590-1, lot# n131813, implanted: (B)(6) 2008. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).